Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent an open reduction internal fixation surgery for fracture of right distal humerus. The surgeon reduced the transcondylar fracture and fixed the fracture part temporarily with k-wire. Then, the proximal and distal parts of a plate were tentatively fixed with k-wire, and the 5th hole from the distal part of the plate was drilled using a sleeve. During drilling, there was a sound of interference between k-wire and the drill bit, but the surgeon continued drilling. After the drilling procedure, the tip of the drill bit was visually inspected and found to be chipped. When the distal humerus was checked by image intensifier, it was confirmed that there was a 10 mm chipped tip of the drill bit in the medullary cavity of the distal humerus. It was very difficult to remove the chipped tip of the drill bit, and the surgeon considered that even if it was remained in the bone, it was very unlikely that it would seriously affect other parts of the bone. Therefore, the chipped tip of the drill bit was left in the patient's body. The surgery was completed with no surgical delay. No further information is available. This report is for one (1) 2.0mm drill bit with depth mark/qc/140mm. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual examination found the tip of the returned drill bit has broken. The broken fragment was not returned. No evidence of the broken fragment remaining inside patient was provided. No other defect identified. A dimensional inspection was performed for the drill bit ø2 w/double marking l140/115 3 and met specifications. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces as mentioned in the event description. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the drill bit ø2 w/double marking l140/115 3 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 323.062, lot: 63p9530, manufacturing site: bettlach, release to warehouse date: 19 august 2020. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.